Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. Upon investigation, the electrode belt failed an ECG falloff test. The cable connecting ECG c and ECG d was pulled from the strain relief, damaging a wire between the trunk cable connector j702 and ECG c. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages.